Event description:
The information received from the customer indicated that a patient was admitted to hospital due to blood test results. However, when the tests were repeated, it was found that the initial results were erroneous and the hospitalization was not necessary. The customer attributed the erroneous results to the tubes used to collect the blood samples.

Manufacturer narrative:
The customer indicated that there were clotted samples in the tubes which gave erroneous results. A complaint history review was performed and this is the first reported incident recorded for the identified lot. The device history records were also reviewed and there were no issues of non-conformity found. Regulatory compliance will continue to closely monitor this incident along with the identified lot. Evaluation summary: thirty-one (31) tubes from the identified lot were received from the customer for investigation. A randomly selected sample of twenty (20) tubes were submitted to our chemistry laboratory for determination of (B)(4) assay. Twenty out of the twenty tubes were found to contain the correct amount of (B)(4). This complaint was not confirmed as being related to the manufacturing process based on the results achieved from the testing of the returned samples. Regulatory compliance will continue to monitor and trend this issue.